Event description:
The pt reported that the pt experienced sound quality issues and sometimes felling pain with the use of her device. External equipment was exchanged but the reported problem was not resolved. Testing performed by the clinic showed out of range impedances. Surgery to explant the pts device was scheduled.